Event description:
During the operation, the physician attempted to deliver one integrity bare metal stent (3.50mm x 30mm) to a slightly calcified lesion in the rca with 99% stenosis and moderate tortuosity, with a guideliner, but felt resistance. The device was removed from the patient. The stent struts were confirmed to be risen. Another integrity rx device (int35024x) was used, as replacement. There was no adverse event to the patient. No abnormalities noted during device inspection and prep before the operation. No clinical sequelae were reported.

Manufacturer narrative:
Results: resistance with guideliner. Lesion morphology ¿ 99% stenosis, slight calcification and vessel tortuosity. No results available since no evaluation performed - device or procedural images not provided for review. Device not returned for evaluation. Conclusions: lesion morphology ¿ 99% stenosis, slight calcification and vessel tortuosity. Resistance with guideliner. Device not returned for evaluation. (B)(4).